Event description:
The customer had received a blood glucose reading of 260mg/dl on her contour usb meter and took insulin accordingly. She later tested again on the contour usb and received 270mg/dl. A little bit later she felt ill and re-tested on a different meter with a reading of over 500mg/dl. She went to the hospital. Further information is unknown. Depending on the actual reading on the non-bayer meter, the difference in the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer